Event description:
The complainant reported a damaged purge disc clip in the automated impella controller (aic). There was no patient involved. A replacement loner was sent to address the issue.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. Therefore, the root cause of the broken purge clip was due to a defective component. This report is being filed as part of a retrospective review of historical records.